Event description:
It was reported that the bd plastipak ¿ 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: compounding operations identified a particulate matter (hair) inside a 30ml syringe.

Manufacturer narrative:
Three photos received by our quality team for investigation. Upon visual evaluation, hair was observed inside the blister pack, therefore the incident is confirmed. A device history review was performed for the reported lot 2206113, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. While we could not identify a direct issue, the root cause of this incident is due to personnel not following the proper gowning procedure. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak ¿ 3-piece syringe experienced foreign matter in fluid path. The following information was provided by the initial reporter: compounding operations identified a particulate matter (hair) inside a 30ml syringe.